Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged fill resistance issue could not be verified as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt while filling intermittent cartridges. Customer changed the needle and cartridge to resolve the issue. Additionally, a malfunction alarm occurred. Customer¿s blood glucose level was 180mg/dl. Reportedly the customer continued to use the pump for insulin therapy.